Event description:
Patient was undergoing an ercp (endoscopic retrograde cholangiopancreatography). The physician met resistance when inserting the dreamtome wire down the channel. It felt as something was in the way. He then used a balloon to try and push through. The small disk (15mm diameter and 10mm height) was retrieved with the roth net and retained. Upon investigation it was found that this potentially retained item was from a locking device being used at the time of the procedure. This device has been used without a known event until today.